Event description:
A resident's' family member came to the facility to take the resident to an appointment. The family member opened the wheelchair from a folded up position. In doing so, she chipped a bone and detached part of the tip of her finger.